Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer did not feel comfortable performing the load process on their own. Tandem technical support (cts) assisted customer with performing the load sequence. The customer's blood glucose was 424 mg/dl. The customer administered a correction bolus after the load process was completed.